Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump started beeping super loud and the screen was flashing. Customer's blood glucose level was 102 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture.